Event description:
The customer received a blood glucose reading of 251 mg/dl from his contour ts meter and a reading of 101 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer only had one test strip left, so no product will be returned.